Manufacturer narrative:
No intermittent blank display noted. All operating currents are within specification. The insulin pump passed displacement test, unexpected restart error test and self-test. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. The insulin pump was received with no up button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer is having unresponsive buttons, the up arrow stopped working compeletely and the down arrow would sometimes work. The customer could not recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.